Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted in patient for endovascular treatment of a ruptured common iliac artery aneurysm. It was reported that during the index procedure, a type IV endoleak was observed. The patient was still in pain the day after the index procedure. The physician was concerned and elected to implant another limb. The limb was implanted at the location where the endoleak was originating from, which resolved the endoleak. No additional clinical sequelae was reported and the patient is fine.